Event description:
On (B)(6) 2011 additional information was received when the vns patient's husband reported that their insurance won't cover the replacement and they can't afford a new vns system. The husband stated that this is a life or death matter. The patient's mother then reported that patient's depression is worsening and they are all worried about her. The different options with regards to the cost of the surgery and implant were discussed with both the patient's mother and husband.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected.

Event description:
Rptr indicated a vns pt had high lead impedance readings with vns diagnostics at an office visit. The vns was disabled and the pt was referred to a surgeon. The pt had no trauma and does not manipulate the vns. The pt's depression has increased since the vns was disabled. X-rays were reviewed by the MFR which did not identify any lead fractures, but a suspicious area in the lead was noted just inferior to the clavicle that appears possibly kinked or twisted, but not frankly fractured. The lead pin was fully inserted into the generator header. Based on the x-ray review, the cause of the high impedance is likely a lead fracture. As the lead pin is fully inserted, a lead pin issue has been ruled out and a lead fracture appears more likely as a cause for the high lead impedance. Vns revision surgery appears likely, but a surgery date has not been set.

Event description:
Additional information was received that during the generator replacement surgery, high impedance was found with the new generator. Troubleshooting performed was cleaning and reinsertion of pin three times but did not resolve the high impedance. It was confirmed that system diagnostics was not performed on the previous generator as the battery was completely dead. No other troubleshooting was performed and patient was closed as the facility did not have consent for a lead revision.